Event description:
It was reported during insertion, the clinician clearly received a blue bullseye and a chest x-ray was performed to confirm placement. The catheter tip was seen on the x-ray in the azygous vein. As a result, the pt was taken to interventional radiology and the physician repositioned the catheter. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.